Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: five samples were provided to our quality team for investigation. The products were thoroughly inspected, identifying that four samples displayed damage to the cylinder between the 30¿40 ml marking on the scale. This type of damage results in incomplete seal between the stopper and the barrel as the stopper passes through the impacted area. As a result, a gap may form which can lead to leakage. A device history review for lot: 2409027 confirmed that no deviations or non-conformance's occurred during manufacturing that could have contributed to this observation. Products from this line undergo routine visual and functional inspections at multiple stages of production in accordance with established procedures. No issues related to the reported concern were identified during these inspections. Additionally, six retained samples from the reported lot were examined, and no damage or defects were observed on any of these devices. Leakage testing was also performed and no leakages were observed. Although no direct manufacturing issue was identified, the observed damage suggests it likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that some syringes had defects/deformities. Event description: when using 50 cc luer lock syringes, it was found that some syringes had defects (deformities). While preparing the treatment, a syringe leaked at the deformed area. Syringe replacement. Several defective syringes in the box. Precautionary measures and actions taken: syringe replaced. Several defective syringes in the box. Use of syringes with the same batch number discontinued. Serial or batch number: (B)(6). Reference: 2409027. Date of occurrence: (B)(6)2025.